Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was receiving intermittent pump stoppages. An x-ray of the external portion of the driveline appears to have breakdown. Add'l info submitted to the MFR indicated that the breakdown of the lead was isolated to the external area at bend relief area of the system controller connection. The pt had red heart alarms and pump stoppage when connected to the power module, no alarms when on batteries. Driveline area was secured and immobilized with rescue tape and tongue depressors. The MFR's technical service rep performed and percutaneous lead replacement. The pt was placed back on the original power module lead and the reported issue of pump stoppage or red heart alarms was resolved.

Manufacturer narrative:
The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.